Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after taking a shower. She further reported that due to this she could not get readings. It was further reported that on (B)(6) 2018 customer experienced ¿nausea, dizziness and a rapid heart rate¿, noting she had ¿ketoacidosis-like symptoms¿ so she self-treated with an unspecified amount of insulin. Customer reported having contact with a healthcare provider and indicated they followed ¿emergency protocol¿, diagnosed her with hyperglycemia and treated her with insulin. No other treatment was reported. Customer reported receiving a reading of 510 mg/dl but it is unknown on what device this was received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. It should be noted: the reading of 510 mg/dl is outside the assay range of any adc meter. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after taking a shower. She further reported that due to this she could not get readings. It was further reported that on (B)(6) 2018 customer experienced ¿nausea, dizziness and a rapid heart rate¿, noting she had ¿ketoacidosis-like symptoms¿ so she self-treated with an unspecified amount of insulin. Customer reported having contact with a healthcare provider and indicated they followed ¿emergency protocol¿, diagnosed her with hyperglycemia and treated her with insulin. No other treatment was reported. Customer reported receiving a reading of 510 mg/dl but it is unknown on what device this was received. There was no report of death or permanent injury associated with this event.